Event description:
The customer called to report that she went to the emergency room with high blood glucose levels. The blood glucose reading was unknown. The customer stated that she wasn't so sure that the insulin pump was delivering insulin the way it was supposed to. The customer also stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have the tubing clamp for the high pressure test. Advised the customer to call back one she has the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.